Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 0.5ml 29ga 1/2in 7 bag 420cas jp thumbpress was missing. This was discovered before use. The following information was provided by the initial reporter: thumbpress was missing.

Manufacturer narrative:
H.6. Investigation summary customer returned one (1) 29gx12.7mm, 0.5ml bd insulin syringe from an open polybag from lot 9042860. Consumer reported thumb press was missing. The returned syringe was examined and it was observed that the plunger rod was broken. A review of the device history record was completed for batch# 9042860. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion bd was able to duplicate or confirm the customer¿s indicated failure (broken plunger rod). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: "on 19 mar 2020, holdrege received a complaint, via a picture. Visual inspection of the picture found (1) syringe with a broken thumbpress. The thumbpress is broken off of the plunger rod. The cap is pictured, with no obvious damage. Process summary: the automatic syringe assembly machine feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends." Rationale: based on the investigation, no additional investigation and no CAPA is required at this time. H3 other text: see section h.10.

Event description:
It was reported that syringe 0.5ml 29ga 1/2in 7bag 420cas jp thumb press was missing. This was discovered before use. The following information was provided by the initial reporter: thumb press was missing.